Event description:
First and second fingers of a healthcare worker had patient's blood on them after removing the glove. Glove had a hole in it, no sharps were used. Incident report had limited information. Unknown what type of healthcare worker. Glove not saved but the box containing gloves was.